Manufacturer narrative:
E1: reporting institution phone # (B)(6). E1: reporter phone # (B)(6). A philips field service engineer (fse) went onsite and confirmed the reported issue that the speaker was faulty. The fse replaced the speaker assembly to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker.

Event description:
It was reported that the speaker was defective. It is unknown if there was still sound coming from the device. The device was in use on a patient. There was no report of patient or user harm.